Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the hardware parts failed and needed replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the camera cart touchscreen was not working. The usb connection going to the monitor could not be "loosened". There was no patient present when this issue was observed.